Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels have been elevated in the 300-400mg/dl range for the past 4 days. Elevated bg levels were resolved by, changing out the infusion set, the cartridge, and administering insulin. Troubleshooting could not be performed, as the customer was not present. Tandem technical support discussed factors that can cause elevated bg levels with the customer&#38112;contact.